Manufacturer narrative:
The reported information and the log file were analyzed. A draeger service technician analyzed the device onsite, detected a faulty cable harness of the flow sensor and replaced it. As it was reported by the customer that the repair was unsuccessful, a second analysis of the device was performed. During the check the flow sensor cable and the flow sensor switch were found to be faulty and replaced. After the replacement, the unit was tested according to manufacturer specification and no deviations were found. The log analysis showed that the visual and audible alarm messages "flow measurement inaccurate", "mv high", "vt high" and "calibration failed" were posted on the reported date of event. These alarms confirm that the replacement of the cable harness spirolog sensor addressed the root cause of the reported event. The measurement of the expiratory flow is being used for control and monitoring of the ventilation. In case the flow measurements are disturbed by a contact problem, the flow may be unstable. The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while a patient was connected to the ventilator, the minute ventilation was reading very high (greater than 33 liters). The patient was breathing sixteen breaths per minute. The alarm message "check expiratory filter" was posted. After the respiratory therapist changed out the flow sensor and the expiratory filter, it would not pass flow sensor calibration. This particular ventilator has had two similar events. No injury has been reported.